Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level 400 mg/dl. Customer reported that the leaking insulin he pulled it out one day and the reservoir broke could not keep. Customer reported that the reservoir kept leaking insulin went off the insulin pump months ago it was coming out and would not lock in place. Customer treated with manual injection. The insulin pump will not be returned for analysis.